Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the cdh25 instrument adjusting knob would not rotate. Another instrument was used to complete the case. There was no consequence to the pt.